Manufacturer narrative:
The homechoice machine was received and evaluated. Three simulated pt therapies were performed using the pt's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange was within design specifications. The device's pneumatic system was monitored and no problems were revealed. All pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no issues related to overfill. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The probable cause of this overfill was determined to be insufficient drain / multiple cycles advanced to fill when a slow/no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.

Event description:
During eval of a returned homechoice machine, an overfill was discovered. In the therapy session started in 2007. Drain 3, the home pt's ultrafiltration (uf) reading was 815 ml. This uf indicates that the home pt (hp) drained 815ml more than the programmed fill volume of 2000 ml for a total drain of 2815 ml. The home pt's nurse confirmed there was no pt injury or medical intervention associated with overfill.